Event description:
The patient is reportedly scheduled for explant surgery. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.